Event description:
During a laparoscopic cholecystectomy the er320 misfired and would not reload. The 511sd would not advance the blade. The case was completed with replacing the er320 and 511sd with new instruments. There was no consequence to the pt.